Event description:
It was reported that the collar of the screw loosened and came off while inserting through the inserter. No adverse affect happened and he just replaced with another screw and all was fine.

Manufacturer narrative:
Method: device inspection and device history review. Results: no relevant issues were found in the manufacturing records of the device lot that may have contributed to the reported event. The reported device was confirmed to have a disengaged locking clip upon visual inspection of the returned device. Conclusion: the established causes of the event are: freehand use during screw insertion, inserter loosening during surgery, inserting not fully threading, user unfamiliar with system, interaction between cage/screw/inserter, outer diameter of clip is too large, general use error.

Event description:
It was reported that the collar of the screw loosened and came off while inserting through the inserter. No adverse affect happened and he just replaced with another screw and all was fine.